Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). The patient reported that during normal use, the ins stopped working. The ins could not be switched on. The doctor was not able to pair it with the physician programmer and also with the recharger using physician recharge mode. It was noted that the patient had a breast ultrasound examination on a regular basis for years. Nothing was noted as environmental/external/patient factors that may have led or contributed to the issue. No further diagnostics or troubleshooting was performed. A replacement was done and the issue was resolved. No symptoms were reported and the patient was alive with no injury.

Manufacturer narrative:
Analysis of the returned ins (serial # (B)(4)) found that the ins had a reduced battery capacity due to over discharge. Visual inspection of the ins did not reveal any anomalies. Initial examination confirmed that the ins was in an over discharged condition and a physician recharge mode was required to restore telemetry. One physician mode recharge was needed and after that a normal recharge was performed. A normal recharge was performed at room temperature with a 1 cm spacing between the ins and the recharge antenna. No recharge issues were observed. According to the trace report taken from the ins, the last recharge performed while the device was implanted was on (B)(6) 2018. The battery depleted to the "sleep/lock" mode on (B)(6) 2018. After the ins had been fully recharged it passed functional testing, but had a reduced capacity due to one over discharge. The ins passed a series of defined and qualified automated functional tests. Be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.